Event description:
The customer's son reported that the customer was hospitalized for low blood glucose with a reading of 21 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly except for the time which was off by one hour. The customer's doctor had recently changed the basal rates. The insulin pump had not been exposed to any magnetic fields.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.